Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, cts provided pump reset information via email per customers request to assist caller with pump reset as they were at work and needed to locate a charging cable. Cts advised customer to contact us back if reset did not resolve the issue. The customer reverted to alternate method of insulin therapy.there was no adverse impact to the customer¿s blood glucose level.